Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sensor gave inaccurate (low) readings, in the patient triage. The customer stated that they had swapped sensors and displayed normal values indicating a bad sensor. It was reported that there was no contamination visible on the lens of the sensor. The customer indicated that there was a patient involved but there was no harm reported.